Event description:
It was reported that the patient presented remotely via merlin.net with an alert. Review of the transmission revealed, that the defibrillator was in backup vvi mode. On (B)(6) 2017, the patient was brought into the clinic and the backup mode was confirmed. A device software download was performed successfully. The patient would continue to be monitored.